Event description:
It was reported four days post-implant the pt experienced gi bleeding. She was hospitalized for two days. Her proton pump inhibitors and h2 blockers were changed and she underwent egd, gastric tube placement, and lavage lab work. No further info was reported after discharge.

Manufacturer narrative:
Gastric tube placement.